Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Event description:
It was reported during a distal biceps repair procedure, the tendon measured as a 7 and the surgeon drilled per technique to an 8. The surgeon was using ar-2260bc (lot: 11903191). Upon inserting the screw, the screw threads were crushing and the screw would not come off the driver. A second ar-2260bc from the same lot was opened for the screw, and the same issue occurred. The rep reported the product did not break into discrete pieces and remained intact. The case was completed by not using the screw. The surgeon took the suture and passed it back through the tendon and tied down to complete the repair. The rep reported this is an acceptable method of fixation and the repair was completed. Bone was very hard.